Manufacturer narrative:
H.6. Investigation summary. Since no samples (including photos) were returned for the reported issue of ¿plunger is too ¿loose¿ and that it cannot keep its position when syringe is filled with substance. Therefore, risk of leakage occurs¿ with unknown lot number, regarding item # 302986 the complaint could not be confirmed, and the root cause is undetermined. As no lot number was reported no DHR could be reviewed for the product test. Since there is no sample, photograph or batch number (lot number) mentioned for the reported defect, bd is unable to investigate the reported defect.

Event description:
It was reported that an unspecified number of syringes 3ml ls emerald experienced loose stoppers which were noted during use. The following information was provided by the initial reporter: end user think plunger is too ¿loose¿ and that it cannot keep its position when syringe is filled with substance. Therefore, risk of leakage occurs. At least two clinics are experiencing the same issue. Radioactive substances involved.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of syringes 3ml ls emerald experienced loose stoppers which were noted during use. The following information was provided by the initial reporter: end user think plunger is too ¿loose¿ and that it cannot keep its position when syringe is filled with substance. Therefore, risk of leakage occurs. At least two clinics are experiencing the same issue. Radioactive substances involved.